Event description:
Patient reported that device's piston rod is stuck (this was discovered during attempt to change insulin cartridge and adapter). No error messages were generated by device. Patient's blood glucose was not affected, and no treatment was received.